Event description:
During laparoscopic assisted vaginal hysterectomy, the surgeon used an enseal trio tissue sealing device. The first device failed to coagulate and transect tissue on the user's first attempt. The device was removed and a second device was opened and used successfully. No harm to patient was documented.